Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedance measurements with a gradual increase observed over time, and an audible alert was noted. Technical services (ts) recommended programming options. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
06/22/2026 - if pertinent information is provided in the future, a supplemental report will be submitted.